Manufacturer narrative:
The onyx was not returned for evaluation as it was placed in the patient during the procedure. The lot number was not reported. There is limited information available on the event, as it was reported that the patient was treated with both onyx and cyanoacrylate (non-medtronic product). Additional information has been requested on this case, however, the information has not yet been provided. Should it become available a supplemental report will be submitted. With the limited information available, the cause of the reported cannot be reliably determined; however, per the reported information and review of IFU, the most likely cause for the event is procedure related. Ischemic events due to embolic migration, vasospasm, thrombosis are known inherent risks of the onyx embolization procedure and are documented in the instructions for use (IFU). Further, the IFU notes, "these ischemic or hemorrhagic complications may result in various functional neurological deficits."

Event description:
Medtronic received information through literature review that an involuntary occlusion of perforating arteries on the middle cerebellar peduncle occurred. The patient was receiving embolization with onyx and cyanoacrylate (non-medtronic product) to treat a 20mm avm in the right middle cerebellar peduncle. Sudden hypertension during embolization then again after extubation associated with neurological distress with gcs of 8 requiring emergency reintubation in post anaesthesia care unit (pacu). Control td found no bleeding or hydrocephalus, but there was a suspicion of cerebellar ischemia. The cerebellar ischemia extended to the right pontomesencephalic area. The issue occurred 1 day after the embolization procedure and the patient was extubated day 2 post procedure. There were no complications or infections. There was persistent ptosis on the right and deficit in oculomotricity of cranial nerve vi on the right. Reference pe (B)(4) for other event associated to this patient.

Manufacturer narrative:
Patient weight in lbs - additional information. Event description - additional information.

Event description:
Medtronic received information through literature review that an involuntary occlusion of perforating arteries on the middle cerebellar peduncle occurred. The patient was receiving embolization with onyx and cyanoacrylate to treat a 20mm avm in the right middle cerebellar peduncle. Sudden hypertension during embolization then again after extubation associated with neurological distress with gcs of 8 requiring emergency reintubation in post anaesthesia care unit (pacu). Control td: no bleeding or hydrocephalus, suspicion of cerebellar ischemia. The cerebellar ischemia extended to the right pontomesencephalic area.the issue occurred 1 day after the embolization procedure. The patient was extubated day 2 post procedure. There were no complications or infections. There was persistent ptosis on the right and deficit in oculomotricity of cranial nerve vi on the right (parasthesia and deafness). No other deficit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.